Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
This unit started to separate from the hard substraight. So the blue gel was peeling off teeth protective material. Want to try one more unit (2 pack) before requesting a refund. Called support line and the person indicated not to bite too hard to thin the material out. If it didn' work again your company would issue refund afterwards. Any questions please call or email.